Event description:
Patient sent a letter reporting they were hospitalized for hyperglycemia-attempts to contact patient for further detail have been unsuccessful. Device will not be returned for evaluation.